Event description:
The patient underwent a secondary procedure. The physician placed bilateral expandable balloon stents, restoring flow. The patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent graft system. It was originally planned to implant an aui because the aorta measured 14 mm in diameter where the contralateral gate was to open. The physician chose to use a bifurcate instead, as he was able to get a wire through the occluded left common iliac artery and re-enter the aorta. By using a bifurcate instead of the aui, the physician was able to avoid using a plug and performing a fem-fem bypass. Three months post-op, during routine follow up, the ipsilateral extension limb was found to be occluded. The occlusion appears to be in the ipsilateral limb of the bifurcated across from where the two stents at the contralateral gate lines up. An intervention is planned. The patient is asymptomatic. No additional clinical sequelae were reported and the patient status is fine. A review of returned cta's from 3 months post-implant revealed that the bifurcate was positioned just below the renals. The ipsilateral limb and extension were placed into the right common iliac and the contralateral limb into the left common iliac. The right ipsilateral limb and extension are completely occluded beginning at the flow divider. Blood flow resumes distally at the right external iliac. The proximal stent graft od is 21mm, and 2cm below the renals is reduced down to 17mm minimum od, with areas of calcification seen within the neck. At the flow divider, the diameter across both limbs is 18mm; the occluded ipsilateral limb is compressed down to 5mm ID and the contralateral limb minimum ID is 8mm. Within the aaa both limbs open up to 14-15mm ID. The maximum aaa diameter is 4.8cm. No endoleak is seen. The likely cause of the stent graft occlusion is due to placement of the stent graft within the small aortic vessel. The ipsilateral limb was compressed by the contra limb within the gate.